Event description:
A facility reported that the ca-jr tofflemire type ret (72-30) matrix band fell out of the retainer while in the patient's mouth. There was a small delay in treatment of approximately 30 minutes; however, no patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.